Event description:
It was reported that the device was explanted approx after implant duration of 74 months, due to pulmonary stenosis. The pt was also outgrowing the valve. Information learned per response from the health care provider.

Manufacturer narrative:
Other - pt was outgrowing valve. Device not returned.